Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the unit had power but there is no voice message played when the unit is set to voice or voice and tone only modes. The unit led cover is pushed into the case and the rj-11 pins are corroded. (B)(4).